Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no patient involvement as the customer had not begun insulin therapy with the pump. Customer was using saline and tandem technical support educated customer on insulin labeling. Customer continued using the pump.